Event description:
It was later reported that the "first pump was explanted after a few months for the same issue and after it was explanted, it started working normally again".

Event description:
It was reported that confirmed motor stalls and motor stall recoveries were recorded in the pump event logs since (B)(6) 2011. The pump contained morphine 10 mg/ml. A pattern was noted in the time-of-day of the stalls. The patient was 'adamant' that she had not been in close proximity to magnetic sources. Per the reporter, 'the pump operates for approximately twenty-three hours each day, presumably delivering approximately 96% of the prescribed medication'. The patient reported frequent "beeping", nausea and irritability. Replacement surgery was scheduled for (B)(6).

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function. On receiving the initial pump, print out showed multiple stalls and recoveries that occurred on (B)(4) 2011 (24 minutes), (B)(4) 2011 (41 minutes), (B)(4) 2011 (40 minutes), (B)(4) 2011 (26 minutes), (B)(4) 2011 (40 minutes), (B)(4) 2011 (20 minutes), (B)(4) 2011 (34 minutes), (B)(4) 2011 (16 minutes), (B)(4) 2011 (53 minutes), (B)(4) 2011 (9 minutes), and (B)(4) 2011 (16 minutes). On its arrival, no additional stalls had occurred. Pump passed all testing. The pump components appeared very clean with no apparent defects and only very slight evidence of corrosion during testing. Additional analysis showed no anomalies in hybrid performance and it was concluded that a root cause for the stalls and recoveries could not be linked to any pump anomaly.

Event description:
Additional information: the pump was replaced. It was reported that patient experienced slight withdrawal symptoms; no rotor, catheter dye studies were done. Drug delivered via the device was morphine 10mg/ml at a daily dose of 2mg.

Manufacturer narrative:
Catheter model #: 8709sc, lot #: n297352009, implanted: (B)(6) 2011, explanted: unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.